Event description:
It was reported by a customer that on (B)(6) 2011 there was significantly diminished fiber vaporization efficiency at 249,238 joules. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that there was a circumferential fracture of the fiber glass cap proximal to the fiber/cap fusion zone. The fiber can rotate independently of the metal cap when the fracture is proximal to the fiber/cap fusion zone. This is indicative of a fracture beneath the metal cap. The metal cap was burnt on the detritus and there was devitrification of the fiber cap at the output window. Based on the analysis findings the fiber/cap conditions would result in diminished vaporization efficiency. The identified issues noted above may activate the fiberlife function which would modulate the power to show a pulsing beam or the system would be placed into standby mode. This may also cause forward firing. The joules verified on the fiber card were 249,270 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert 0137-0830) warns that tissue contact or tissue probing may cause fiber damage or breakage.